Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, there were issues in getting the instrument out of the trocar. The instrument was removed from the universal surgical manipulator (usm2); however, they were able to get the instrument out of the cannula despite the twisted wrist. The customer was then removing the instrument and wrist while straightening which user performed successfully. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) walked customer through removing the instrument and wrist while straightening which successfully resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.